Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was having major charging issues. The patient noted that it has never charged the ins right. The patient turned the ins on 2 weeks ago, and last night the ins was at 10% battery. The patient said that connection was good and excellent during the entire time she was recharging the ins. The patient said the controller would shut off, so she would turn it back on to start charging the ins again. The patient stated she was awake until 2am charging the ins and only got it up to 40% charged. The patient stated that a manufacturer representative (rep) told her it should not take more than an hour to charge. The patient stated that every time she charges the ins, she may get 10% in an hour. The patient reported seeing a good/excellent connection on the recharging screen, but the controller screen would shut off and stops charging. The patient noted that every time she inhaled or exhaled the connection switched from good to excellent. The patient confirmed that the speed on the controller was level 4, and the patient also confirmed that she turned the ins off. The settings were 1.5 for group a, 1.6 for group b, and 6 for group c. The patient started charging the ins with the controller and reported initially seeing a good connection. It was reviewed that a good connection on the screen for the ins means that the recharger antenna is moving away from the implant and is on the verge of a poor connection. Technical services recommended that since the patient was able to connect and see the recharging screen, the issue is with the antenna placement and recommended that the pt focus on seeing a green light (representing an excellent connection) above the screen while charging the ins. The patient confirmed that she did not have any bandages, but she did have strips on the implant site. The patient did not know if any swelling was present. The patient reported that charging the ins ¿aggravates¿ it, so she ices before and after charging. The patient noted she didn¿t have an appointment with her healthcare provider (hcp) until may. No further complications were reported.